Event description:
(B)(4). Heavy bleeding and clotting. Soaking a tampon every hour! Severe pelvic pain, gas/bloating of belly, brain fog/ lack of concentration, swelling of joints, inflammation in body due to allergy to nickel, had an ablation due to heavy periods, extreme moodiness , depression symptoms, weight gain, extreme cramping with periods, hysterectomy surgery for removal of essure, itching of skin, itching inside of body requiring daily benadryl medicine to prevent itching, coil migrated further into uterus, enlarged uterus at removal, abnormal paps- required biopsy for cancer. Luckily, no problem!